Event description:
During an in-clinic follow-up, increased capture threshold, myopotential over-sensing, and increased pacing impedance were detected on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage, although not confirmed. Additionally, abbott technical support reviewed device session records and alleged the increase in capture threshold and impedance was due to encapsulation of the distal portion of the lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the impedance/capture increases were due to encapsulation.